Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Moreover, this lead exhibited loss of capture and high threshold. A new lead with the different model was implanted. No additional adverse patient effects were reported.